Manufacturer narrative:
Clinical investigation: based on the available information, there is no evidence to support the fresenius 2008k2 machine and/or fresenius bloodline caused or contributed to a serious injury. The patient reportedly did not require any medical intervention as a result of the damaged bloodline and/or the subsequent leak that occurred. The machine was set up with new supplies, and the patient was able to complete the treatment without issue. Additional information was requested, however the reporter declined giving any additional follow-up. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that loose rotor pins on a fresenius 2008k2 hemodialysis (hd) machine caused damage to the bloodlines, allowing air to enter and blood to subsequently leak out. The patient did not experience any adverse events, injuries, or require medical intervention related to the reported event. The patient was set up with new supplies and treatment completed on the machine. Additional patient, treatment, and product information was requested, however, unable to be obtained.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no evidence to support the fresenius 2008k2 machine and/or fresenius bloodline caused or contributed to a serious injury. The patient reportedly did not require any medical intervention as a result of the damaged bloodline and/or the subsequent leak that occurred. The machine was set up with new supplies, and the patient was able to complete the treatment without issue. Additional information was requested, however the reporter declined giving any additional follow-up. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that loose rotor pins on a fresenius 2008k2 hemodialysis (hd) machine caused damage to the bloodlines, allowing air to enter and blood to subsequently leak out. The patient did not experience any adverse events, injuries, or require medical intervention related to the reported event. The patient was set up with new supplies and treatment completed on the machine. Additional patient, treatment, and product information was requested, however, unable to be obtained.